Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13-24, that has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one patient. The following data was provided: sample ID (B)(6): initial result was 139.7, repeat was <10 pg/ml. This sample had very little volume, so no further testing could be done from this sample. The patient was redrawn, sample ID (B)(6), and the result was negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Using worldwide field data through abbottlink, a review showed that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming there was no systemic issue. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 42035ud00, was identified.